Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for remote follow up via merlin.net with the right ventricular lead exhibiting over-sensing resulting in recorded episodes of high ventricular rate. The episodes appeared to occur at consistent hourly time intervals and were believed to be the result of electromagnetic interference. No interventions were reported.